Event description:
The manufacturer received information alleging a low circuit leak alarm and a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's circuit board, outlet flow path(dirty) and blower were replaced to address the issue. The unit passed final test.